Event description:
A (B)(6), male pt underwent aaa procedure on (B)(6) 2012. The pt had mild left and right iliac calcification and tortuosity. After the endovascular repair, a proximal type I endoleak was noted. This endoleak was subsequently repair on (B)(6) 2012, with extension components. From the info provided, the endoleak was resolved and the pt did not sustain any adverse effect from this event.

Manufacturer narrative:
Event is under investigation.